Manufacturer narrative:
(B)(4). Dehiscence . Additional manufacturer narrative: the healthcare provider indicates no device quality deficiency or malfunction related to this event. The explanted device as received by edwards, however, evaluation has not yet been completed. Device evaluation results and edwards conclusions will be reported once completed.

Manufacturer narrative:
Method = x-ray. Device evaluation summary: as received, impressions were observed on the free margins of leaflets 1 and 3, which were folded towards leaflet 3. Leaflet 3 was also folded onto itself between commissures 3 and 1. This lead to a gap in the coaptation region. As no suture tracks were visible, these impressions may likely be due to interference in the ventricle such as chordae tendineae or papillary muscles. What appeared to be tissue was also observed on the free margin of leaflet 1 at commissure 2. The valve as received, exhibited tissue that was stiff, shrunken, and translucent-like in appearance. Such characteristics are common to dehydrated tissue. No inconsistencies detected in the x-ray as the wirefrom was intact. Additional manufacturer narrative: the provided information, edwards investigation and device evaluation suggest that this event is likely related to patient related factors, in addition to technical/operational factors. There has been no allegation of device malfunction or quality deficiency by the healthcare provider. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No further action is required at this time, edwards will continue to review and monitor all events.

Event description:
It was reported by hospital via sales that an edwards mitral bioprosthetic valve was explanted at implant due to a wide open mitral regurgitation upon echo review and they found that the mitral valve had dehisced. Surgeons reported that the exposure was very bad and made this a challenging procedure. The patient died in recovery after a very long pump run and case. The surgeons do not believe there was any fault with the edwards valve. The edwards mitral valve was replaced with a mechanical valve prior to the patient expiring. The operative note was obtained; summary of operative findings indicates, " following opening of the left atrium after instituting pulmonary bypass and hypothermic-induced ventricular fibrillation, we attempted to expose the mitral valve through the thoracotomy. The exposure of the mitral valve in this patient, who had previously undergone aortic valve replacement , was incredibly difficult. Contrary to the usual exposure through a right thoracotomy , this patient's mitral valve was located extremely anterior with an angle that almost precluded adequate exposure of the anterior and mitral annulus. In particular, the lateral commissure was extremely difficult to expose. In spite of multiple efforts at retraction, the aorta and the shoulder of muscle in this hypertrophic left ventricle made exposure extremely difficult." Operative details indicate, "exposure was finally obtained and the anterior leaflet of the mitral valve partially excised. The majority of chordae were preserved and the valve was sized for a 29 mm bovine pericardial prosthetic, which was a carpentier perimount valve . The sutures were placed circumferentially again with considerable difficulty after doing a complete left·sided maze procedure ... The valve was seated in place and sutures tied down. Although again this was difficult due to the difficult exposure. We did have a suture break in the 7 o'clock position of the annulus, which was the initial suture tied down. So we were able to loosen the prosthesis and replace this suture without too much difficulty . Sutures were then tied circumferentially and the atriotomy closed ... An echo assessment of the valve was performed. Clearly there was significant mitral insufficiency which appeared both transvalvular, which was somewhat bizarre. But it also appeared there was a significant perivalvular leak ... It appeared that there was a significant perivalvular leak primarily anteriorly where the valve had separated from the annulus. An attempt was made to close this separation with a pledgeted mattress suture and a single area or loose suture posteriorly was also fixed. The atriotomy was closed again and subsequently after attempting to wean from bypass severe leakage was noted again in this prosthesis. We felt we had no option but to replace the prosthesis and re-implant another ... In an effort to get complete occlusion of the aorta from the lateral position, we did encounter an injury to the pulmonary artery which would have top be addressed later in the procedure ... [Mechanical valve prosthesis was implanted] ... And attention turned to repair of the pulmonary artery injury. Exposure was not adequate to suture this tear in the pulmonary artery so the aorta had to be transected, but this did give us a good access to the tear which was about a 1.5 cm tear. It was closed with a running 5-0 prolene ... [After weaning the patient off bypass, heparin reversal and attempt to gain hemostasis], unfortunately, at this point, in spite of replacement with platelet transfusion and fresh frozen as well as factor xiii transfusion, the patient exhibited a rather severe bleeding diaphysis, we elected to proceed to the intensive care unit in an effort to maintain perfusion with appropriate transfusion, but the patient continued to remained hemodynamically unstable. The patient was transferred to the intensive care unit in rather critical condition." Then, it was reported that the patient expired post operatively. The official cause of death was not provided; the surgeon indicates this event is related to patient anatomical factors and operational context and not due to an issue with the device.